Event description:
The event is reported as: the customer alleges that it was difficult to deflate the cuff of the endotracheal tube from the patient. No report of a patient injury.

Manufacturer narrative:
From the picture it was observed that "difficult to deflate cuff during use". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cf, 8.5, lot# 01f1200024 was manufactured on 06/12/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "difficult to deflate cuff during use", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available at the time of this report. Teleflex will continue to monitor and trend relating complaints.